Event description:
Approximately 1 year following successful implant of the excluder devices, during a follow-up visit, enlargement of the aneurysm was detected. CT scan showed evidence of an endoleak. The physician suspected the leak to come through the graft near the bifurcation. An aortic extender was placed just above the bifurcation. However, the endoleak persisted. Thus, four and one half months later, all devices were removed. When the aneurysm sac was opened, bleeding was observed to come from 2 lumbar arteries with calcified and open orifices and a patent ima. The physician believes that this was the most likely cause for the aneurysm sac enlargement. Following removal of the device, the physician attempted to test the graft for leakage, without success. All devices were returned for examination.